Manufacturer narrative:
Additional information: initial reporter information has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: a medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site had informed them while they were in between cases they had left the navigation system on for about 2-3 hours. When the site came back both monitors were black, and they were only able to move the mouse. No patient was present. The site was able to restart the system and was performing as intended.